Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a battery fault alarm on the centrimag console was unable to be confirmed. The centrimag console (serial number: (B)(6) was not returned for analysis, and no log files were submitted for review. Additional information provided on 24feb2025 stated log files were unable to be obtained, and following a successful battery test the console was deemed safe for patient use and therefore would not be returned for analysis. The root cause of the reported event was unable to be conclusively determined through this analysis. The 2nd generation centrimag system operating manual section 10 ¿ ¿emergencies/troubleshooting¿ provides instructions for operation when there is a need to exchange the main console or motor with a backup console or motor. The recommended practice whenever there is a console or motor malfunction is to replace the console and motor as a set. Remove the blood pump from the malfunctioning motor and console and place the blood pump in the back-up motor and console. Switch all components (console, motor, flow probe and cables) simultaneously to continue patient support, and then perform troubleshooting on the non-functioning system, when it is no longer being used for patient support. The 2nd generation centrimag system operating manual section 4 ¿ "warnings & precautions" states that one additional 2nd generation centrimag primary console, motor and flow probe are required as backup system in the immediate vicinity of each patient whenever the centrimag or pedimag pump is used. The backup console must be connected to the backup motor and to the backup flow probe, have a battery charge sufficient for at least one hour of operation, be connected to ac power (except during transport) and be immediately available should the main console, motor or flow probe experience a malfunction." The 2nd generation centrimag system operating manual section 12.1 ¿ "appendix I ¿ primary console alarms and alerts" cover all alarms (auditory and visual), including battery alarms, and the appropriate actions to take if the issue does not resolve. The device history records were reviewed for the centrimag 2nd generation primary console (serial number: (B)(6) and the console was found to pass all manufacturing and qa specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was further reported that no other alarms were reported. The battery alarms that were reported were unspecified as the individuals at the bedside at the time of the incident, could not remember the exact name of the battery alarm. No log files were obtained for this patient. After discussion with tech support at abbott via our medical engineering team, and after passing a subsequent battery test, the device was deemed safe to put back into active service.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that customer was having the battery module failure alarms. It was attempted to run battery test, and it failed the first time. Plan was to do another test and notify abbott. Previous alarm on 13sep2024 was reported under manufacturer report number 2916596-2024-06360.